Event description:
This pt had a boston scientific titanium vaxcel valved port. She presented with catheter fracture and a fragment in the heart. The catheter was not placed via subclavian route so first rib compression can be ruled out as cause. Upon opening the pocket it was obvious that the catheter had simply broken from fatigue or substandard materials. I have digital pictures and the device stored in a biosafe bag.